Manufacturer narrative:
The insulin pump was received with broken/cracked battery cap threads, broken battery tube threads, a cracked lcd window, a cracked case at lcd window corners, cracked reservoir tube lip and scratches on the reservoir tube window.

Event description:
It was reoprted that the customer was unable to remove the battery cap on the insulin pump. It was stated that a piece came off the battery compartment side, due to wear and tear. The customer was advised to discontinue use and revert to a back-up plan. Customer's blood glucose was 140 mg/dl. Nothing further was reported.